Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 22psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component issue. The free flow clamp assembly was replaced which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 22psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
This MDR serves as a correction: upon reassessment, it was determined that the reported failure of the 30 psi occlusion test did not occur. There was no issue identified with the device's ability to occlude. However, during the investigation, it was found that the device exhibited free flow due to the anti-flow pinch clamp not clamping properly. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the device was subsequently scrapped. Reference to complaint #(B)(4).